Manufacturer narrative:
Evaluation summary: the system was examined by a company representative who did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The system met specifications at the time of release. Based on the information provided, the customer is reporting that the movement of the system¿s tensioned controlled objective was obstructed and there was no movement of the applanation bar indicator of the surgical monitor. The customer continued to drive the gantry down onto the patient¿s eye; resulting in the reported event. The customers are trained to look at the patient during docking as well as utilizing the surgical and user monitors. This assists users in the docking process to ensure the best dock is obtained. Once contact is made between the patient interface and the patient¿s eye, the system is designed to indicate to the operator that contact was made on the user monitor. The applanation bar is designed to move up and track the objective¿s position. When the objective to top extreme of the applanation bar, the end of travel indicator with be activated. The system will display a red light on the surgical monitor and an audible tone will sound. Any further gantry downward movement is designed to be disabled to prevent excessive force from being applied to the eye. Once the operator observes physical contact had been achieved, the attention can be more focused on the indicators on the monitors. If the system is not performing as expected, the operator can abort the treatment to deter patient impact. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. (B)(4).

Event description:
A doctor reported that the laser arm did not stop automatically during a laser assisted cataract surgery. This was noted at an early stage. It was not possible to finish the laser treatment and it was not switched to a conventional phaco. The filler with the interface was blocked and therefore the eye was pressed in the bulb. The monitor showed no movement in the bar. Additional information has been requested but not received. This is one of three reports being filed for this reporter. Two facilities are involved, it is unknown where this event occurred. This report is for the event which was noted at an early stage.